Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Concomitant medical products: part number 139256 m2a-magnum 42-50 tpr insrt std lot # 520320 part number x11-180310 bi-metric/x por nc lat 10x130 lot # 098800. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: 157448, m2a-magnum mod hd, 474670. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10006.

Event description:
It was reported by the patient's legal counsel that the patient underwent an initial right hip procedure. Subsequently, the patient was revised due to metallosis and abductor muscle necrosis. Attempts have been made and additional information on the reported event is unavailable.